Event description:
Emergency support program (esp) call summary: on (B)(6) 2013, the customer called and stated that there was a "blood detected" alarm. The cardiology fellow was called and on his way to remove the intra aortic balloon (iab) catheter. She stated that the patient is on heparin with a partial thromboplastin time (ptt) of 59 and the platelet count is very low. The maquet representative reviewed the proper method for iab removal with the customer. Returned data sheet reported: on (B)(6) 2013, an iab was placed as support in the cath lab, post percutaneous transluminal coronary angioplasty (ptca). On (B)(6) 2013, a salvage percutaneous coronary intervention (pci) was performed. On (B)(6) the pump alarmed "blood in tubing" and the help screen advised that the pump should be turned off and turned back on. When the nurse turned the pump back on, the auto fill cycle pulled blood back into the safety disk of the pump. At this time, significant blood was seen in the extender tubing. Patient expired on (B)(6) 2013.

Manufacturer narrative:
The intra-aortic balloon catheter was returned for evaluation on (B)(4) 2013 and sent for decontamination prior to testing. A 4psi underwater leak test was performed on the device and a leak was found on the membrane approximately 1.3 cm from the rear seal, measuring 0.013 cm in length. Examination of the leak site under a microscope revealed a rough white patch around the penetration, indicating that this was an abrasion leak. Abrasion leaks typically occur when calcified plaque in the aorta wears away at the membrane material after several hours of pumping. This is not an unexpected outcome of iab therapy. A hospital representative reported that the death of this patient was not attributed to the product.